Event description:
It was reported that this right ventricular (rv) lead was explanted due to loss of capture and high out of range pace impedance measurement greater than 3,000 ohms, in bipolar configuration. Subsequently, the lead was explanted and a new lead of the same model, was successfully implanted. No additional adverse patient effects were reported. Return of the lead is not expected. If the lead is received for analysis, this report will be updated with pertinent information, upon completion of product analysis.

Event description:
It was reported that this right ventricular (rv) lead was explanted due to loss of capture and high out of range pace impedance measurement greater than 3,000 ohms, in bipolar configuration. Subsequently, the lead was explanted and a new lead of the same model, was successfully implanted. No additional adverse patient effects were reported. Return of the lead is not expected. If the lead is received for analysis, this report will be updated with pertinent information, upon completion of product analysis.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, the lead was thoroughly analyzed. Visual inspection confirmed that the whole lead was returned. The helix was extended and there was dried blood/tissue within the helix housing. Resistance testing found that the lead was not electrically continuous. Detailed analysis confirmed that the outer conductor coil had a break approximately 17.7 cm from the terminal end. Based on the characteristics of the fracture, it was determined that it was consistent with cyclic fatigue damage. Analysis concluded that the clinical observations of loss of capture and high out of range pace impedance were likely caused by the confirmed fracture.